Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call. No issues were identified. The qc was run and was recovering low. The customer range is 37.5-52.9 and the qc mean was 40.23. The customer is currently using calibrator 30 lot 20 and all the qc is within their established ranges. The cause for the enhanced estradiol (ee2) discordant results with calibrator 30 lot 21 is unknown. The instrument is performing within specifications. Siemens healthcare diagnostics is investigating. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
False low advia centaur xp enhanced estradiol (ee2) results were obtained on samples from seven patients during a study with calibrator 30. The study was comparing calibrator lots 21 and 20. The customer observed a low bias with the quality control (qc) when using calibrator 30 lot 21. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp enhanced estradiol results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00049 on march 09, 2017. On 06/06/2017: additional information: siemens healthcare diagnostics has performed an internal investigation and confirmed a negative bias for advia centaur enhanced estradiol (ee2) on the advia centaur, advia centaur xp and advia centaur xpt systems when calibrating with calibrator 30 kit lots ending in 21 (c3021) as compared to calibrator 30 kit lots ending in 20 (c3020). Siemens' internal investigation has determined that samples with estradiol concentrations of approximately 35 pg/ml (128 pmol/l) and lower exhibit a % bias greater than the expected historical performance of the product when comparing c3021 to c3020. Results observed indicate that as estradiol concentrations increase, the % biases observed become less pronounced. Siemens issued ufsn cc 17-15.a.ous (june 2017) and umdr cc 17-15.a.us (june 2017) informing the customer of a negative bias for the advia centaur enhanced estradiol (ee2) on the advia centaur, advia centaur xp and advia centaur xpt systems when calibrating with calibrator 30 kit lots ending in 21 (c3021) as compared to calibrator 30 kit lots ending in 20 (c3020). This issue does not affect the advia centaur cp system. Instructions on actions to be taken are provided in the customer communication. No further investigation is required. Calibrator 30 information: common device name: calibrator 30 for enhanced estradiol, product code: jit, lot #: 00387a21, expiration date: 03/08/2018, UDI #: (B)(4), 510k #: k100293.